Manufacturer narrative:
No pt samples were returned for investigation. Previous investigation on lot # hcg1080272 performed by product support revealed no deficiencies. Previous investigation results on lot # hcg1080272: control lot: 20miu/ml hcg urine lot: hcg120130-01. 100miu/ml hcg urine lot: hcg120223-01. 207iu/ml hcg urine lot: hcg120306-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute reading time. (N=5). The 207 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Conclusion: from retained testing with in-house controls, the customer's result was not replicated and the product performed as expected. No abnormal results were found during review of mfg documents. Product in complaint is expected to be returned and will be investigated if and when it is returned.

Event description:
Caller reported multiple questionable negative hcg results. He does not usually get so many negative hcg tests at his facility. Caller had one example to report where the pt had a positive home pregnancy test and 2 negative hcg tests at his site. One test result was clearly negative. The other result had a band where the t line should be, but it was colorless and not what he would call a positive. No samples remain. Pt left the clinic and did not return. No other pt info provided. Control line was present. External controls are not performed at this site. They do not do serum quantification at this facility.